Event description:
The rn opened the device and using a syringe, attempted to flush the catheter just prior to it being inserted in patient. The catheter wouldn't flush. A second catheter was opened and tested with a different syringe and again it would not flush. Both catheters were from same lot number. All remaining catheters in this lot number were pulled from the shelf for return.======================manufacturer response for pulmonary artery catheter, optiq flow-directed thermodilution fiberoptic pulm. Cath (per site reporter).======================return all products in lot number for evaluation including the 2 failed catheters.